Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy procedure, the tip of the fenestrated bipolar instrument was observed to be broken. A fragment fell inside the patient but was retrieved during the same surgical procedure which was completed robotically. The initial reporter indicated that the instrument broke while the or staff was holding an ultrasound device. No additional surgical procedure was required and no x-rays were performed due to the event.

Manufacturer narrative:
The fenestrated bipolar instrument was received, and failure analysis found the instrument to have a broken molded insulator on the lower jaw. The broken piece measures approximately 1.23mm x 6.10mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a detached fragment. The detached fragment broke off from the instrument's molded insulator. The broken piece was not returned. The instrument was found to have a detached intact jaw. The jaw became detached as a result of the break in the molded insulator. The detached jaw was returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The conductor wire broke as a result of the break in the molded insulator. No thermal damage was found on the instrument.